Event description:
It was reported that high impedances of greater than 40,000 ohms were measured on all electrode pairs with electrode 14. It was noted that the patient was not programmed with electrode 14 at the time of the report. Additional information reported that there were no malfunctions. It was noted that the high impedances did not affect the patient¿s therapy.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, product type extension; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 7435, serial # (B)(4), product type programmer, patient. (B)(4).